Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock under primary vector configuration while the patient was sitting on a sofa, doing no physical activity. X-rays were performed but no clear evidence of anomalies were observed. The vector configuration was changed to secondary, and the patient was discharged. Technical services (ts) reviewed the episode and indicated the shock was delivered due to oversensing of the s-ICD sense b noise anomaly. Further troubleshooting and evaluations were recommended as additional analysis of this case. This implantable electrode remains in service and no additional adverse patient effects were reported.